Event description:
It was reported that the hematocrit saturation values on the cdi 500 continued to drift during cardiopulmonary bypass surgery. No pt injury was reported.

Manufacturer narrative:
The cdi 500 monitor was returned for repair due to hematocrit saturation inaccuracies. The monitor was cleaned and decontaminated. The arterial hematocrit saturation probe assembly was replaced. The unit was returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.